Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached. Additionally, only the shrink sleeve part was returned. Based in the complaint information the issue was noted during procedure, moreover, no defects were reported by the customer during the unpacking and preparation. The issue observed (shrink sleeve detached) could have been caused due to interaction with other devices used in the same procedure, or due to manipulation/handling of the guidewire, which may have resulted in the failure mode observed; additionally, the customer did not return the sensor wire complete, only shrink sleeve part was returned, therefore, no further investigation could be performed completely along the device. During laboratory test, the length of shrink sleeve was measured and it was found within specification. Therefore, this investigation determines that the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed, and from the information the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a stone retrieval procedure. The procedure date is unknown. According to the complainant, during the procedure, the tip of the sensor wire broke and fell off from the rest of the wire. The procedure was completed with a new sensor wire guidewire. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.